Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Based on the results of the investigation and previous investigations, reasonably known information suggests likely causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during set up of an unspecified procedure, the flex deflectable videoscope had an error b30 that occurred. The procedure was completed using similar devices. When the field service initiating requestor visited, they confirmed a vertical strip noise occurred on the entire image and the image was not visible at all, and error e226 endoscope communication failure was displayed. The error b30 did not occur at this time. There were no reports of patient harm.